Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet bionic pancreas, with continuous glucose monitor readings reaching ¿high¿ and a confirmatory glucometer reading of 348 mg/dl; the family changed infusion sites and confirmed insulin delivery was ongoing, and glucose values subsequently trended down to 132 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient high glucose alerts and the need for user-led corrective actions without medical intervention, hospitalization, or assistance. Investigation included customer support troubleshooting, verification of insulin on board and delivery, site changes, and comparison of cgm and glucometer values. Investigation of this case revealed no device alarms beyond high glucose alerts and no identified device component malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.